Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient relayed that while working on a job with his partner, started feeling weird and possibly experiencing a reaction. Patient then tested with a fs and reported bg level was 38. Patient went inside, sat down and drank a soda while under the supervision of his partner. Twenty minutes elapsed and patient retested stating bg level was 145. Patient reported feeling back to normal. No injuries or medical intervention were reported at the time of contact with dexcom technical support.